Event description:
It was reported that a model ti100 transport incubator was in a hallway plugged into an ac receptacle to maintain constant warmth and battery charge. The unit caught fire and was subsequently extinguished by the fire department.

Manufacturer narrative:
A MFR engineer performed an eval of the device. Engineer's findings confirmed that the battery charger connector 4p1/4j1 had become overheated, which in turn caused overheating of adjacent components. A medical device safety alert was issued in 1995 notifying users of this situation. Facility indicated being aware of this notification.